Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The jaws of the instrument were not stuck on tissue. The instrument was without use. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not identified out of box. The customer connected the instrument and could move the instrument, but it did not open at all. The customer did not use the grip release slider to open the jaws of the instrument. The instrument was inserted, the jaws were closed and impossible to open. There are no photographic images of the device(s) or a video recording of the procedure available for is review. The procedure was confirmed to be a sleeve gastrectomy surgical procedure by dr. Santamaria.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was found to have a grip ring dislodged. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The screw head was damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved with full range of motion in pitch direction. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The complaint was confirmed by failure analysis. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring screw that caused a dislodged grip ring.

Event description:
Refer to h11 for follow-up information.